Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was continuous gas leakage of the trocar during insertion and removal of laparoscopic instruments. The iris valves were wide open the moment when the surgeon removed the 5mm instruments, after awhile only "yhr" iris valves closed on its own. Another device was used to complete the procedure. There were no adverse consequences for the patient.